Event description:
The customer reported that the unit was not booting up correctly and that the device was not seeing cables during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the unit was not booting up correctly and that the device was not seeing the cables during opcheck. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.